Event description:
Affiliate reported that the valve did not respond to the request of the programmer to modify the flow. Surgeon tried several times, but without success. In the end surgeon decided to remove the valve from the patient. The patient had died. Information reported by our sales rep, explained that the death is not related to the problem with the valve.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The valve did not respond to the request of the programmer to modify the flow. Surgeon tried several times, but without success. In the end surgeon decided to remove the valve from the patient. The patient now is dead. Anyway from the information reported by our sales rep, this is not related to the problem with the valve. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of com-(B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because the medwatch is being changed from serious injury to death.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because the medwatch is being changed from serious injury to death.